Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, suture placement was attempted in a femoral artery with a proglide device using the preclose technique. Reportedly, after the plunger was retracted no suture was present, a cuff miss occurred. The initial procedural sheath size and what the sheath was up-sized to were not reported. The tavi procedure was completed. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device, but was not specified if the physician is established in the preclose technique. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the sutures of two additional proglide devices were successfully placed using the preclose technique prior to the transcatheter aortic valve implantation (tavi) procedure. The initial procedural sheath size used was 18f and the sheath size was not upsized for the tavi procedure. The tavi procedure was completed and the two successfully pre-placed sutures achieved hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.